Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A patient was diagnosed with right common carotid artery occlusion and underwent right common carotid artery stent implantation. The patient was placed in the supine position and standard disinfection and draping were performed. After infiltration anesthesia with 1% lidocaine, the right femoral artery was selected as the puncture site. An 8f arterial sheath was inserted using the seldinger technique, and under the guidance of a non-medtronic guidewire, an 8f guiding catheter was advanced to the right brachiocephalic trunk with continuous high-pressure heparinized saline infusion. Angiography confirmed occlusion at the origin of the right common carotid artery. A v-18 guidewire and a 0.012in non-medtronic micro guidewire were repeatedly used to traverse the occluded segment, reaching the right internal carotid artery. The 0.012in micro guidewire carried a disposable embolic protection device to the c2 segment of the right internal carotid artery, which was then deployed. Then, from the distal segment of the common carotid artery to its ostium, carotid balloon dilation catheters (3.0mm×20mm) and (5.0mm×30mm) were used sequentially from top to bottom for dilation and angiography. Angiography showed visualization of the right common carotid artery, with residual stenosis less than 30%. After adjusting the working angle and under roadmap guidance, the 0.012in micro guidewire carried a 6mm-8mm×40mm carotid stent system to the distal right common carotid artery, which was then deployed. Repeat angiography showed residual stenosis in the proximal segment, so the 0 .012in micro guidewire carried an 8mm-6mm×40mm carotid stent to the proximal right common carotid artery, which was also deployed. When withdrawing the guidewire, the guidewire and stent were not completely separated, causing the stent and guidewire to become lodged in the iliac-femoral artery during withdrawal, resulting in stent implantation failure. The stent and guidewire could not be retrieved, and the patient was transferred to a higher-level hospital for further treatment.